Manufacturer narrative:
Vision cloudy - colors not sharp - evaluation results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and the work order search, a specific root cause of the event could not be determined.

Event description:
The pt reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in her right eye (od). The lens was implanted in 2006. The pt reported the right eye is not as clear as the left eye, seems a little clouded. The pt reported the colors are not as sharp. The icl remains implanted. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the patient experienced a posterior vitreous detachment on (B)(6) 2009. No medication or treatment was required. The 4 patient experienced blurred vision. The prognosis is good.

Manufacturer narrative:
Evaluation results: per medical review - any highly myopic patient has an increased risk of experiencing a vitreous or retinal detachment during any intraocular procedure. This adverse event is most likely secondary to the increased risk of detachments in patient's that are highly myopic rather than the icl itself. The clinical trials showed that the cumulative risk of retinal detachment after implantation of this device is 0.6%. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined.